Event description:
As reported by the user facility: customer reports that there were 2 over infusion on (B)(6) 2014, serial #(B)(4). Customer reports on the first over infusion, pt was receiving remicade, medication was being titrated up, starting at 10ml/hour to titrate up to 250 ml/hour to be infused in 2 hours, however, it infused in one hour. No pt injury. The second over infusion was also remicade with the same titration, but customer noticed right away it was infusing too fast and stopped the infusion, no pt injury. Customer is new to using the vista, she verbalized that she was recently instructed on the use of vista, because the pump is new to the facility. Ref MFR report number - 9610825-2014-00082.